Event description:
The lead was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer's analysis. Follow up revealed that the lead was electively replaced with no performance allegations made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. In addition, the proximal conductor of the lead developed a fracture due to flexing while in vivo as well. (B)(4).